Manufacturer narrative:
The lot number is unknown; therefore, the expiration date and manufacture date are unknown. The device was discarded; therefore, a failure analysis is not available and the cause of the reported event is undetermined.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on april 28, 2008 that a polyflex esophageal stent was to be used during a stent placement procedure (patient age, gender, and weight unknown). According to the complainant, during preparation, the stent folded back on itself. The physician completed the procedure with a second polyflex esophageal stent. No patient complications were reported as a result of this event. The patient's condition was reported as fine following the procedure.